Event description:
New information received indicated that during a follow-up, another instance of rv oversensing was observed after programming change was made. Additional programming change was made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up. Review of stored egm noted episodes of rv oversensing due to post-paced t-wave oversensing and auto mode switching. Programming changes were made during the device check.